Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 05, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant tracheostenosis in the right main bronchus during an endotracheal bronchoscope stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, post patient sedation, the stent failed to deploy after reaching the lesion. Reportedly, the stent was fully covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a fully deployed ultraflex tracheobronchial covered distal release stent was received for analysis; the delivery system was not returned. Visual examination was performed and it was found that the loops of the stent were bent. The outer diameter and length of the stent was measured and was found to be within specification. No other issues with the stent were noted. The reported event of stent failure to deploy could not be confirmed; the stent was returned completely deployed without the delivery system. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Taking all available information, there is no indication of what the customer reported because the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 05, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant tracheostenosis in the right main bronchus during an endotracheal bronchoscope stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, post patient sedation, the stent failed to deploy after reaching the lesion. Reportedly, the stent was fully covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.